Manufacturer narrative:
H3: one device was received for evaluation. No previous repairs were identified within the review period. Upon opening the device corrosion from the battery leakage was found on the exterior battery compartment, contacts, interior battery compartment surface, and along printed wiring assembly (pwa) ribbon cable. Further inspection identified that the downstream occlusion (dso) seal was cracked over sensor and the air detector had indentation damage across its surface. The dso seal and air detector. The dso and uso sensors were also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned product for device won't power on and had battery damage, during physical inspection it was found that the downstream occlusion (dso) seal was cracked and there was corrosion in the battery compartment and printed wiring assembly (pwa) ribbon cable. There was no patient involvement.